Event description:
It was reported that the device was used during a hemicolectomy, the stapler did not fire all the staples. Another device was opened to complet the case with no patient consequence.